Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on 10/04/2014. At the time of contact, did not report any injury or medical intervention.